Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') and device breakage ('device broke down') in an adult female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (used to get numbness of the right side of the face.) On (B)(6) 2014, iron low on (B)(6) 2013, abdominal pain on (B)(6) 2012, gravida ii (2 children, both born by normal deliveries.) And yolk sac tumour site unspecified (she had laparotomy). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal distension ("bloating"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding") and mental disorder ("psychological/psychiatric problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal distension, headache, genital haemorrhage and mental disorder had resolved and the device breakage outcome was unknown. The reporter considered abdominal distension, device breakage, genital haemorrhage, headache, mental disorder and pelvic pain to be related to essure. The reporter commented: micro-inserts were inserted on both sides with 5 coils visible on each side. Essure confirmation test: after 3 months of essure procedure it confirms that both micro-inserts appear to be in the correct position. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2019: showed intact ostia with evidence of residual essure device component.. Ultrasound scan - on (B)(6) 2019: normal. Batch no he01138, production date 2015-08-10, expiration date 2018-08-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: reporters, date of birth, medical history, lab data, event device breakage added. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, abdominal distension, genital haemorrhage, mental disorder. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') and device breakage ('device broke down') in an adult female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (used to get numbness of the right side of the face.) On (B)(6) 2014, iron low on (B)(6) 2013, abdominal pain on (B)(6) 2012, gravida ii (2 children, both born by normal deliveries.) And yolk sac tumour site unspecified (she had laparotomy). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal distension ("bloating"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding") and mental disorder ("psychological/psychiatric problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal distension, headache, genital haemorrhage and mental disorder had resolved and the device breakage outcome was unknown. The reporter considered abdominal distension, device breakage, genital haemorrhage, headache, mental disorder and pelvic pain to be related to essure. The reporter commented: micro-inserts were inserted on both sides with 5 coils visible on each side. Essure confirmation test: after 3 months of essure procedure it confirms that both micro-inserts appear to be in the correct position. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2019: showed intact ostia with evidence of residual essure device component.. Ultrasound scan - on (B)(6) 2019: normal. Batch no he01138, production date 2015-08-10, expiration date 2018-08-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") and device breakage ("device broke down") in an adult female patient who had essure inserted (lot no. He01138) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of tearfulness and low mood in 2018, migraine (used to get numbness of the right side of the face.) In 2014, iron low in 2013, abdominal pain in 2012 and bleeding rectal, depression, abdominal cramps, bloating, abdominal pain, tiredness, abdominal discomfort, loose stools, constipation, hormonal imbalance, cholecystitis, stroke, yolk sac tumour site unspecified (she had laparotomy) and gravida ii (2 children, both born by normal deliveries.). On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), abdominal distension ("bloating"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), device intolerance ("inability to tolerate the device;"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), tooth disorder ("dental problems") and change of bowel habit ("change in bowel habits"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic pain, abdominal distension, headache, genital haemorrhage and mental disorder had resolved. The outcome of device breakage was unknown. The reporter considered abdominal distension, alopecia, change of bowel habit, device breakage, device intolerance, dyspareunia, genital haemorrhage, headache, mental disorder, pelvic pain and tooth disorder to be related to essure administration. The reporter commented: micro-inserts were inserted on both sides with 5 coils visible on each side. Essure confirmation test: after 3 months of essure procedure it confirms that both micro-inserts appear to be in the correct position. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: not reported [hysteroscopy] on (B)(6) 2019: showed intact ostia with evidence of residual essure device component. [Ultrasound scan] on (B)(6) 2019: normal. Batch no he01138. Production date 2015-08-10. Expiration date 2018-08-28. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device intolerance, dyspareunia, hair loss, dental problems, change in bowel habits. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: reporters added . New events added: device intolerance, dyspareunia, hair loss, dental problems, change in bowel habits. Medical history, lab data,. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") and device breakage ("device broke down") in an adult female patient who had essure inserted (lot no. He01138) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of tearfulness and low mood in 2018, migraine (used to get numbness of the right side of the face.) In 2014, iron low in 2013, abdominal pain in 2012 and bleeding rectal, depression, abdominal cramps, bloating, abdominal pain, tiredness, abdominal discomfort, loose stools, constipation, hormonal imbalance, cholecystitis, stroke, yolk sac tumour site unspecified (she had laparotomy) and gravida ii (2 children, both born by normal deliveries.). On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), abdominal distension ("bloating"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), device intolerance ("inability to tolerate the device;"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), tooth disorder ("dental problems") and change of bowel habit ("change in bowel habits"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic pain, abdominal distension, headache, genital haemorrhage and mental disorder had resolved. The outcome of device breakage was unknown. The reporter considered abdominal distension, alopecia, change of bowel habit, device breakage, device intolerance, dyspareunia, genital haemorrhage, headache, mental disorder, pelvic pain and tooth disorder to be related to essure administration. The reporter commented: micro-inserts were inserted on both sides with 5 coils visible on each side. Essure confirmation test: after 3 months of essure procedure it confirms that both micro-inserts appear to be in the correct position. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: not reported. [Hysteroscopy] on (B)(6) 2019: showed intact ostia with evidence of residual essure device component. [Ultrasound scan] on (B)(6) 2019: normal. Batch no he01138 production date 2015-08-10 expiration date 2018-08-28 ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device intolerance, dyspareunia, hair loss, dental problems, change in bowel habits. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain"), device breakage ("device broke down") and salpingitis ("both fallopian tubes were infected") in an adult female patient who had essure inserted (lot no. He01138) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of tearfulness and low mood in 2018, migraine (used to get numbness of the right side of the face.) In 2014, iron low in 2013, abdominal pain in 2012 and bleeding rectal, depression, abdominal cramps, bloating, abdominal pain, tiredness, abdominal discomfort, loose stools, constipation, hormonal imbalance, cholecystitis, stroke, yolk sac tumour site unspecified (she had laparotomy) and gravida ii (2 children, both born by normal deliveries.). The only concomitant product mentioned was sertraline. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), a first episode of abdominal distension ("bloating"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), device intolerance ("inability to tolerate the device;"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), tooth disorder ("dental problems"), change of bowel habit ("change in bowel habits"), depression ("depression"), anxiety ("anxiety"), depressed mood ("low mood"), anhedonia ("anhedonia"), apathy ("lack of motivation"), abdominal pain ("abdominal pain"), a second episode of abdominal distension ("bloating"), diarrhoea ("bowels seem to be loose along with this and then vary by being constipated"), constipation ("constipation"), irritable bowel syndrome ("ibs type symptoms"), abdominal pain upper ("right upper quadrant pain"), rectal haemorrhage ("rectal bleeding"), heavy menstrual bleeding ("periods are very high"), endometriosis ("endometriosis"), faeces discoloured ("black stools"), haematemesis ("fresh blood in vomitus last 2 days,"), salpingitis (seriousness criterion medically important), back pain ("back pain 5/12, left lumbar, may radiate"), hypoaesthesia ("rt leg numb") and pain in extremity ("pain in feet"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, headache, genital haemorrhage and mental disorder had resolved. The outcomes for device breakage, depression, anxiety, depressed mood, anhedonia, apathy, abdominal pain, constipation, irritable bowel syndrome, abdominal pain upper, rectal haemorrhage, heavy menstrual bleeding, endometriosis, faeces discoloured, haematemesis, salpingitis, back pain, hypoaesthesia, pain in extremity and the last episode of abdominal distension were unknown. The reporter considered the first episode of abdominal distension, the second episode of abdominal distension, abdominal pain, abdominal pain upper, alopecia, anhedonia, anxiety, apathy, back pain, change of bowel habit, constipation, depressed mood, depression, device breakage, device intolerance, diarrhoea, dyspareunia, endometriosis, faeces discoloured, genital haemorrhage, haematemesis, headache, heavy menstrual bleeding, hypoaesthesia, irritable bowel syndrome, mental disorder, pain in extremity, pelvic pain, rectal haemorrhage, salpingitis and tooth disorder to be related to essure administration. The reporter commented: micro-inserts were inserted on both sides with 5 coils visible on each side. Essure confirmation test: after 3 months of essure procedure it confirms that both micro-inserts appear to be in the correct position. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2019: normal [colonoscopy] on (B)(6) 2019: which reported mild inflammation in the terminal ileum however biopsies from terminal ileum and colonic mucosa both reported as norma [computerised tomogram abdomen] on (B)(6) 2019: no significant cause for the patient's symptoms is identified [hysterosalpingogram] on (B)(6) 2016: not reported [hysteroscopy] on (B)(6) 2019: showed intact ostia with evidence of residual essure device component. [Ultrasound scan] in 2016: both essure devices in correct position (right one was difficult to visualize). Left side it was a little more swollen than usual after an essure device has been inserted. On the right side the appearances were unremarkable. Loose adhesions were found in the upper abdomen between the transverse colon and the wall of your tummy (probably as a result of your previous surgery).; in 2018: normal; on (B)(6) 2019: normal. Batch no he01138 production date 2015-08-10 expiration date 2018-08-28. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device intolerance, dyspareunia, hair loss, dental problems, change in bowel habits. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-apr-2024: medical record received. New events depression , anxiety, depressed mood , apathy, abdominal pain, abdominal distension, diarrhea, constipation, irritable bowel syndrome, abdominal pain upper, rectal bleeding, heavy menses, endometriosis, dark stool, blood in vomit, salpingitis, back pain, pain in extremity, numbness. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding") and mental disorder ("psychological/psychiatric problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal distension, headache, genital haemorrhage and mental disorder had resolved. The reporter considered abdominal distension, genital haemorrhage, headache, mental disorder and pelvic pain to be related to essure. Batch no he01138 production date 2015-08-10 expiration date 2018-08-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding") and mental disorder ("psychological/psychiatric problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal distension, headache, genital haemorrhage and mental disorder had resolved. The reporter considered abdominal distension, genital haemorrhage, headache, mental disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: event "pelvic pain female" upgraded as removal by hysterectomy was informed; events "bloating", "headaches", "heavy/abnormal bleeding" and "psychological/psychiatric problems" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.